Event description:
We have had 7 instances of fractures. In this case, the implantable catheter's tubing fractured 1.2 cm proximal to the catheter tip. The injected contrast extravasates along the course of the implantable catheter tubing.